Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had rescue tape applied to the white power cord due to a tear. Upon inspection oxidation underneath was suspected.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of damage to the power cables and fluid ingress were able to be confirmed. The heartmate 3 system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 6 days ((B)(6) 2023 per timestamp). There were no notable alarms active in the log file. Pump operation was not affected, and the device appeared to function as intended. A review of the customer submitted image shows clear tape around two tears in the white power cable of the system controller. Traces of green fluid ingress is visible through the tape. Multiple good faith effort attempts were made asking if the controller was exchanged, and if the controller will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and quality assurance (qa) specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.